Event description:
It was reported to boston scientific corp that a autotome rx sphincterotome was used during an eml (endoscopic mechanical lithotripsy) procedure performed on (B)(6) 2009 (pt over 18 yrs old). According to the complainant, during the procedure, the tome cut wire failed to move. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).